Manufacturer narrative:
Additional information: investigator assessed the event as not related to device and anti platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: investigator assessed event is not related to device and anti platelet medication. Cec adjudicated mi as a non event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug eluting stent was implanted in the lad. During a revascularization, two resolute onyx des were implanted in the rca, on the same day of the first revascularization, a second revascularization was performed and another two resolute onyx des were implanted, one in the rca and one in the 2nd rpl. Approximately 13 months post procedure, and 10 months post revascularizations , the patient suffered nstemi in the rca. The event was treated with two resolute onyx des stents implanted in the rca and the patient recovered.